Event description:
It was reported that the patients lactate dehydrogenase (ldh) was tested. The patient had no physiological symptoms and elevated power and flow was noted in the patients log files. The cause of the elevated pump power was not identified. The patient was started on persantine (dipyridamole) 50 mg twice a day as outpatient.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation. Additionally, review of the submitted log file confirmed a transient elevation in pump power and flow; however, a specific cause for the elevation could not be conclusively determined through this evaluation. The submitted log file contained events from (B)(6) 2023. A slight elevation in pump power and estimated flow was captured on (B)(6) 2023. It should be noted that this elevation was transient in nature and was captured during a pulsatility index (pi) event. No other notable events or alarms were captured. The pump appeared to function as intended and operated at or above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), with no further issues reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction¿, lists hemolysis as an adverse events that may be associated with the use of the heartmate ii lvas. This section also addresses all pump parameters including pump speed, power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The IFU explains that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up to the fixed speed setpoint. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for pi changes include sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6, ¿patient care and management¿, explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This section also discusses anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.